Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The fsr replaced the occluder end cover assembly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the occluder head has a broken end cover assembly. There was no patient involvement.